Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced difficulty filling multiple cartridges with insulin. Reportedly, after inserting the needle into the cartridge fill-port, the customer was unable to depress the plunger. The customer's blood glucose level was 138 mg/dl. The customer was able to resolve the issue by re-inserting the same needle into the same cartridge and was able to successfully inject the insulin into the cartridge.